Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged that patient¿s right hip was revised on (B)(6) 2013 due to allegations of pain. There has been no reported left hip revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 4 MDR's filed for the same event (reference 1825034-2014-05850 / -05851 & -06572 / -06573).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: intraoperative or postoperative bone fracture and/or postoperative pain. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-05850 / 05851).